Event description:
It was reported that the 4.0mm hexagonal end of the device snapped off while the device was being used to insert an antegrade femoral nail (afn) end cap. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the tip of the hexagonal socket was broken off as reported. Although the device is a delicate design, it is possible that a too high lateral stress situation has caused this breakage. The broken surface is homogenous, which indicates material conformity. No apparent fault of material or manufacturing was detected. This complaint is invalid from a manufacturing standpoint.